Event description:
It was reported that during a low anterior resection, the head of the blade was broken. It did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/7/2007. Information anticipated, but unavailable at this time.